Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following the last set of lesions, a pericardial effusion was noted via ice. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. The patient was then sent to the operating room for further repair. The patient is recovering. There were no performance issues with any abbott devices.